Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
On (B)(6) 2015, l5-s1 instrumentation using concorde was performed on a patient with l5 spondylolytic spondylolisthesis ((B)(6) male, (B)(6)). After surgery, the patient complained of pain. The surgeon conducted CT scanning and found that the cage had migrated from the intended position and backed out. The image also showed that the vertebral end plate was scraped aslant. From this fact, the surgeon suspects that the cage insertion may have not been straight to the intervertebral, and that the contact area of the 5 degree cage was small for the l5-s1 intervertebral. The reoperation is scheduled for (B)(6) 2015.